Manufacturer narrative:
The device was manufactured between april 18, 2018-april 19, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a leak from the top weld of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam. The leak was discovered during compounding. There was no patient involvement. No additional information is available.